Manufacturer narrative:
Additional information has been requested form the customer so that manufacturer can investigate further.

Event description:
Customer reported a false negative protein with multistix 10sg strips on a pt with glomerulonephritis. Results were reported to the physician. No injury was reported with the event. No treatment to pt was impacted as a result of this event.